Event description:
Reportedly, medication was administered and there was no tape removal. Further surgery will be scheduled later on. The condition causes some discomfort and interference with usual activity.